Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009, inratio: 7.1, lab: 4.9. Date: (B) (6) 2009, inratio: 6.1, lab: 4.5.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: monday, inratio: 7.1, lab: 4.9, mean: 6.00, confidence limits: unable to determine. Date: tuesday, inratio: 6.1, lab: 4.5, mean: 5.30, confidence limits: unable to determine. The mean is >5.0 and the difference is equal to 2.2 for monday's test. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required.